Manufacturer narrative:
(B)(4). Device evaluated by MFR: the complaint device was not returned for evaluation. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that an error code occurred during aspiration. The target lesion was located in the right coronary artery (rca). A spiroflex® angiojet® thrombectomy set was prepped and then inserted over a guide wire to the target vessel. Shortly after aspiration was initiated, a check saline error code occurred. They attempted a few times to resolve, however this was not successful. A new catheter was then opened and used without issues. The procedure was completed with no patient complications and the patient is in stable condition.